Event description:
It was reported that "the jaws at the tip of the applier are not aligned and coming out of the shaft." No patient involvement.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this was not a reportable event; thus, the initial MDR submitted on 12-december-2025 should be retracted. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jaws at the tip of the applier are not aligned and coming out of the shaft." No patient involvement.